Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. Additionally, it was noted that the lever was in the closed position but the foot was partially retracted. There was biological material noted around the foot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The biological material likely contributed to the noted partially retracted foot/difficulty to close the foot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially medwatch report, the following information was received: the returned device analysis noted the lever was in a closed position but the foot was partially retracted. Follow up with the affiliate confirmed there was no tissue damage. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to a transaortic valve implantation interventional (tavi) procedure. Reportedly, the first proglide was deployed successfully; however, the second proglide failed in step 3, as the line [suture] did not come on the plunger. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.